Event description:
It was reported that the pump was explanted due to infection. Patient sustained no injury, device returned for disposal only.

Event description:
Additional information: it was later reported that the patient experienced fever, wound dehiscence due to pump-pocket infection. It was added that the event was not due to the device and/or the catheter. Patient was hospitalized and following explant recovered without sequel.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported she had her device removed due to a wound that would not heal. She stated she had a severe infection near the pump. She thought it was skin erosion. The pump was delivering morphine.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Final analysis of the pump revealed no anomaly normal device function. Analysis of the catheter revealed tears/coring in cup of sc connector, however, no leaks were seen during analysis. Drug delivered via the device per analysis was morphine.